Event description:
This 86 yr old female had a previous pacemaker implanted in 1986. The pt presents with a history of loss of capture oversensing & had an episode of "bitting her tongue." The pulse generator is in vvi mode & has lost its ability to communicate by telemetry. The atrial lead has intermittent loss of sensing. Due to end of life, the generator is explanted & review of the leads was done at the same time. The atrial lead was interrogated & found to have extremely high thresholds with very poor sensing & with very high resistance: atrial resistance=1600 ohms, atrium threshold=greater than 6 volts, atrial sensing less than 0.1 millivolts.